Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A treatment provider reported a patient who was treated with coolsculpting using the cooladvantage plus to the abdomen and flanks has developed paradoxical hyperplasia.

Event description:
A treatment provider reported a patient who was treated with coolsculpting using the cooladvantage plus to the abdomen and flanks has developed paradoxical hyperplasia.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch 3007215625-2021-01258. Aware date should have been listed as 9/april/2021. Correction to g.3. Aware date of supplemental medwatch 3007215625-2021-01258-1. Aware date should have been listed as 6/feb/2023. This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Ph is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen and flanks on (B)(6) 2020 using the legacy coolmax and cooladvantage applicators and presented with paradoxical hyperplasia (ph).